Event description:
It was reported that "the applier jaws were found misaligned before use. Therefore, a new unit was used instead". No patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint of applier jaws - misaligned was confirmed upon the investigation of the returned sample. Evaluation of the returned device shows that the jaws are slightly loose and misaligned to each other in the closed position and the luer flush port cap was missing. There is no visible damage to the jaw pivot pin area on the outer tube assembly. Functional evaluation of this instrument was performed, and it was found that although the jaws were slightly loose and misaligned this instrument was able to pick-up, retain, close, and release multiple clips both with and without the use of silastic test tubing as required of its function. It could not be conclusively determined what caused what caused the jaws to be slightly misaligned in the closed position but mishandling during the cleaning and sterilization processing of the device at the end user's facility is suspected. The device history record for the returned instrument was reviewed and was found without any irregularities. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the applier jaws were found misaligned before use. Therefore, a new unit was used instead". No patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint of applier jaws - misaligned was confirmed upon the investigation of the returned sample. Evaluation of the returned device shows that the jaws are slightly loose and misaligned to each other in the closed position and the luer flush port cap was missing. There is no visible damage to the jaw pivot pin area on the outer tube assembly. Functional evaluation of this instrument was performed, and it was found that although the jaws were slightly loose and misaligned this instrument was able to pick-up, retain, close, and release multiple clips both with and without the use of silastic test tubing as required of its function. It could not be conclusively determined what caused what caused the jaws to be slightly misaligned in the closed position but mishandling during the cleaning and sterilization processing of the device at the end user's facility is suspected. The device history record for the returned instrument was reviewed and was found without any irregularities. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed. Teleflex will continue to monitor and trend on complaints of this nature. Corrected data: imdrf b, c & d codes updated.

Event description:
It was reported that "the applier jaws were found misaligned before use. Therefore, a new unit was used instead". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.